Event description:
The customer reported that the system locked up, they heard a "clunking" noise then the fluoro wouldn't shut off, and the system continued to beep like it was fluoroing. This happened during a procedure but no pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep regreased the hv cables then reseated and cleaned the contacts on the boards in the generator. The system is operating as intended.